Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that her husband was hospitalized due to low blood glucose on (B)(6). He had been 54 mg/dl on tuesday and 56mg/dl on wednesday. The customer's current blood glucose was 197 mg/dl. Patient's blood glucose at the time of incident was 31mg/dl. The customer was treated with carbs. Troubleshooting was done for low blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.